Event description:
A pt reported blood glucose results of 395 mg/dl, 245 mg/dl, 192 mg/dl and 154 mg/dl with a lifescan meter, performed within 10 mins of each other. Meter and test strips were replaced.